Event description:
Customer reported an issue with the anestar anesthesia delivery system where the unit was not running on ac power and had intermittent battery alarm. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the unit's power supply assembly and power switch. Unit was tested to factory's specs.